Event description:
The iab leaked back into the system 95 pump. On 8/27/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: unk - rpt'd 2/26/97. Pt current status: expired - rpt'd 2/26/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.